Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Insulin pump passed displacement test. Pump received with minor scratched lcd window, cracked retainer, pillowing keypad overlay, minor scratches on case and serial number label missing . No damage on retainer ring noted.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen. Customer stated pump neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.